Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the device inspection result by olympus korea co., ltd., olympus medical systems corp.(omsc) confirmed that there was a leakage at the universal cord of the device due to a pinhole and there was evidence of flooding inside the video connector. Based on the above information and the past similar cases, the reported event may have been caused by the broken video connector. The exact cause of the universal cord leakage could not be conclusively determined, but it may have been caused by the contact of some sharp object with the universal cord. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) for evaluation. Olympus (B)(4) inspected the device, but couldnt duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the screen showed vertical noise and the endoscopic image could not be seen temporarily. There was no report of patient injury associated with the event.